Event description:
It was reported that during a ptca treatment procedure of the right coronary (rca) artery, balloon withdrawal difficulty occurred. The maverick otw balloon was advanced and upon withdrawal, became stuck on the wire. The physician removed the entire system without incident. The lesion was rewired and an unspecified stent was placed. The procedure was successfully completed with another an unspecified device. No pt injuries or complications were reported. Pt status is listed as "okay." Additional information regarding this event has been requested.

Manufacturer narrative:
The device has been returned for analysis, however, additional testing had not been completed at the time of the report. A supplemental report will be filed when analysis is complete.